Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic handpiece exhibited sensor issue and would not irrigate giving an unspecified system message. The procedure details and patient impact were not reported.

Manufacturer narrative:
The handpiece was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The handpiece was connected to a calibrated resistance test box, where the input impedance, resistance and dissipation were found to be within specification. However, the output impedance was found to be out of specification. The returned sample was connected to a calibrated system, where it displayed the system message (sm), which is indicative of a nonconforming handpiece pressure sensor. The root cause of the reported event can be attributed to wear/reliability of the pressure sensor. However, how or when this component became nonconforming remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections b.5, h.6. And h.10. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There were no products returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. Based on the information obtained, the root cause of the reported events is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received clarified that a system message was displayed and the surgery was completed using another handpiece with no harm to the patient.